Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No cosmetic damage was noted on the insulin pump. The insulin pump passed the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. No motor error alarms were noted. Dried insulin was noted on the motor slide and a slightly corroded motor home switch was noted. The insulin pump had a cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. The alarm occurred during normal use, while the customer was sitting down. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer stated that he was able to rewind the insulin pump. He also mentioned that when he rewound the insulin pump earlier, it would work for a short time before alarming motor error again. The blood glucose reading was 163 mg/dl. Nothing further was reported.